Event description:
Caller reported a cartridge alarm 20 and did not experience a blood glucose level exceeding 500 mg/dl. Caller confirmed previous issues with cartridge alarms and planned to use multiple daily injections as backup therapy. Technical support decided to replace the pump, which was in warranty, with a new one featuring updated software. Caller received instructions on handling the replacement, such as putting the old pump into storage mode and using a return box for shipment. Training will be available through their tandem source account.